Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: approximately 7mm of the tip is completely broken off and a partial breakage of approximately 13 mm down the shaft is visible. The broken fragments are missing for investigation. Due to the completely broken off tip the breakage relevant dimensions cannot be checked anymore. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for stainless steel (aisi 440a) astm a 276. The microscopic view of the broken surface does not show any anomalies what also indicates material conformity. The device history record was researched; the article with lot 410979 in question was produced in a quantity of 91 pieces in january 2008. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The device met the specifications at the time of manufacturing and distributing. Our investigations have shown that the tip of the reamer for proximal femoral nail antirotation blades broke off during a mechanical overloading situation. The instrument showed visible signs of wear with blunt cutting surfaces. This gives evidence that the instrument was used multiple times prior to the incident. There is not enough evidence to determine exactly how often this instrument was used. The returned condition indicates that this instrument was no longer suitable for use, because of the poor condition of the cutting surface. The leaflet titled important information sent out with depuy synthes instruments describes the recommended instrument inspections on reprocessing procedures before surgeries for reusable devices. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reamer broke inside of the patients femur while reaming due to the interference of the reaming system. All of the broken pieces were removed from the femur . This report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.